Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The wbc count is not available, at this time.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. A leukoreduction failure of the platelet product can occur when the separation within the lrs chamber has been disrupted or the lrs chamber holding capacity has been exceeded. Possible causes include but are not limited to: wbc count methodology, rbc spillover, centrifuge stopped, rbc detector calibration error, possible air block, donor physiology, the orientation of the tubing as loaded in the centrifuge hex holder and the compromised structural integrity of the plasma tubing. Effectively, there is a certain orientation in the hex holder that allows for the rbc line to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product.

Manufacturer narrative:
This report is being filed to provide additional information in e.1 and e.3. Corrected information is provided in e.1. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and corrected information in b.3. Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide further details for this event, including wbc count.

Manufacturer narrative:
This report is being filed to provide additional information in b.5. Investigaiton is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.1, h.6 and h.10. Investigation: the customer did not provide enough information to determine the correct dlog to analyze. There were three procedures performed on this machine on the date provided. All three of the procedures were platelet only collections. Two of the procedures resulted in the platelet product being labeled as leukoreduced. One of the procedures was flagged for potential wbc contamination. The DHR was not assessed as the customer was unable to provide the lot number for the disposable. Investigation is in process. A follow-up report will be provided.